Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the staple retainer was received; however, the ancillary trocar was not present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was tested with a test ancillary trocar and worked as intended. Event could not be confirmed as the ancillary trocar was not received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the pike of the provided plastic pin was already broken in the package (a little bent off). The surgeon began the surgery with a new device. There were no consequences for the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.